Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, the customer successfully filled the existing cartridge with the original needle. Customer¿s blood glucose level was 173 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.